Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.8 inr. Patient was treated with 2 units of fresh frozen plasma (ffp) based on the reported results. Patient's condition improved. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.